Event description:
It was reported the after use with 4 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the samples clotted. Additional information regarding patients or patient impact was not able to be obtained. The following information was provided by the initial reporter: customer states 4 incidents in which they are observing clotting sample, this samples were obtained by multiple phlebotomists.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. Retention samples were tested for the quantity of the edta additive that is present in the tube and all samples were found to be within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the after use with 4 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the samples clotted. Additional information regarding patients or patient impact was not able to be obtained. The following information was provided by the initial reporter: customer states 4 incidents in which they are observing clotting sample, this samples were obtained by multiple phlebotomists.